Event description:
The patient is reported to have taken a fall and hit his head at the implant site. Troubleshooting by exchanging the external device was performed. Device lock could not be established. The patient's device was explanted.